Event description:
The anti rotation peg grasper from the old glenoid prep pans (ap) was broken upon insertion of the second anti rotation peg. One of the curved arms of the grasper fell into the shoulder and was retrieved. All pieces were retrieved from the patient. No significant delay in surgical time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The product associated with the reported event was not returned. The product lot code required to retrieve and review the review the device history records was not provided. A search of the complaint database against product code 212861011 did not reveal any trends of breakage. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.